Event description:
Pt transferred from (B)(6) ed on (B)(6) 2018 due to concerns for heartware hvad pump thrombus and a hypodense lesion in the superior pole of the left kidney compatible with a renal infarct. Ua demonstrated pigmenturia, pt noted hematuria on (B)(6) 2018. Ldh 2358 and plasma free hgb 340 upon admit. Urine cola colored. A bivalirudin gtt was initiated. Hvad history showed a brief increase in flow and power approx 1-2 hrs prior to admission which then subsided. Renal function normal. Tee performed on (B)(6) 2018 which did not show any sign of a thrombus. Ldh 2109, plasma free hgb 90 with continued pigmenturia on (B)(6) 2018. Rhc on (B)(6) 2018 with preserved ci and normal and hemodynamics. Due to the elevated ldh, plasma free higb and continue pigmenturia, the decision was made to take the pt to the operating room for a pump exchange. The pt was taken to the operating room on (B)(6) 2018 for explant of the heartware hvad and implant of a heartware 3 lvad. Surgery went well. The surgeon was not able to visualize a clot in the heartware pump, this will be sent in for evaluation. The pt was transferred to the cv/cu with an open chest. The pt was taken to the operating room again on (B)(6) 2018 for chest closure. The pt is currently stable and recovering in the cv/cu.